Event description:
It was reported that pump declared altitude alarms, insulin delivery was suspended, and alarms recurred even after cartridge reconnection and use of new cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer followed instructions to clean pump speaker area, reload cartridges, wait for possible moisture to evaporate, and then moved to multiple daily injections for backup therapy while technical support arranged replacement pump and cartridge.